Manufacturer narrative:
Patient¿s weight was not provided. This medwatch report represents the reported intracranial hemorrhage. The referenced chronic infection was reported under medwatch MFR report # 2916596-2015-02321. Approximate age of device ¿ 3 years and 6 months. The pump was not returned for evaluation as it was not explanted. A correlation between the device and the reported intracranial hemorrhage could not be determined through this evaluation. The instructions for use lists bleeding and stroke as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient presented to the ER with a ¿questionable infection.¿ other than the patient having had a long history of a (previously unreported) driveline infection, specific details of the current status were not provided. The vad coordinator stated that she was not sure if the infection had tracked to the pump, but the patient had been on at least several months of antibiotic therapy. Additionally, the patient¿s inr was 1.1 and the health care professionals wanted to admit the patient to treat the infection with antibiotics and to initiate a heparin drip; however, the patient refused admission and left against medical advice. The patient was provided with subcutaneous lovenox. The following day, on (B)(6) 2015, the patient was found unresponsive at home. Upon admission to the hospital, the patient's inr was 1.3. A head CT scan showed an intracranial hemorrhage. On (B)(6) 2015, the patient expired. The vad coordinator stated that there were no issues noted with the pump and that it was functioning as intended prior to the patient¿s death.